Manufacturer narrative:
Heartsine's investigation of the device confirmed the reported fault as upon receipt the device could not be powered on. This was attributed to corrosion within the membrane on the on/off button dome and contact pads. The membrane failure was due to suspected storage outside of the indicated conditions. The device was scrapped by heartsine. The device was out of warranty, therefore the customer will not receive a replacement device.

Event description:
The distributor contacted heartsine to report that their device was unable to power on, as the power button was no longer working. Failure to power on device may prevent or delay defibrillation, which could cause an adverse event. There was no patient involvement reported with this event.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
The distributor contacted heartsine to report that their device was unable to power on, as the power button was no longer working. Failure to power on device may prevent or delay defibrillation, which could cause an adverse event. There was no patient involvement reported with this event.